Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in-office and review of the electrograms (egm) indicated that the device had an episode of over sensing due to electromagnetic interference five months ago and also four months ago. In-office testing showed oversensing on the rv lead with patient arm movements, but this was noted as muscle oversensing. The r-waves on the right ventricular (rv) lead were noted to be varying, decreasing and even low. The device and rv lead remains in use. No patient complications have been reported as a result of this event.